Manufacturer narrative:
Initial reporter complete facility name: (B)(6) university. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 09apr2026, a patient in the pain management ward called for a nurse, saying that the male patient's urinary foley catheter had dislodged. The nurse immediately went to the bedside to check, asked the patient if had any discomfort in urethra, and notified the attending physician. Upon examination of the dislodged urinary catheter, it was found that the catheter was intact, but the balloon was empty. The patient reported no discomfort. In accordance with the doctor's orders, the patient was observed and a new urinary catheter was not inserted for the time being.